Event description:
It was reported that a frosty appearance was noted on the epoxy header of the implantable cardioverter defibrillator (ICD). The physician exchanged the ICD for one that had a clear epoxy header. The patient was stable.

Manufacturer narrative:
The reported event of a header anomaly was confirmed. The header was observed and found to be cloudy. Manufacturing investigation found an issue related to manufacturing.